Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the pt reported he received an e4 (occlusion) error on his insulin infusion device while attempting to give himself a bolus today. The pt was assisted with successfully changing his insulin cartridge and putting his device in run without further error. He stated he had an elevated blood glucose reading of 297 mg/dl as a result of the occlusion error. His target range is 80-150 mg/dl. He had no symptoms and treated his reading by bolusing 5 units of insulin. On follow up with the pt on (B) (6) 2010, the pt stated his blood glucose has returned to normal and he has had no further concerns. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.